Manufacturer narrative:
(B)(4).after further investigation by the quality engineers, it was found the root cause of the reported condition was assigned to depleted batteries due to use/user error.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during evaluation. This condition was caused by depleted main batteries. The main battery and battery harness was replaced at the facility to correct this condition. The device was evaluated on-site at the customer facility. Should additional information be received, a follow-up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery alarm; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. This involved a colleague infusion pump with a user interface module master software version 6.63.92. No additional information is available.